Manufacturer narrative:
(B)(4). The customer reported that they had experienced the paddles not being detected by the defibrillator. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they experienced the paddles not being detected by the defibrillator. There was no report of patient involvement.